Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was noted on the tenaculum forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was no longer installed in the clevis. The cable crimp was missing. The clevis did not exhibit any damage or wear marks. Failure analysis also found insulation damage on the distal end of the main tube. There was material missing. The surface of the main tube appeared to be scraped off. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube's insulation if to recur could cause or contribute to an adverse event.